Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt ultraperc malfunctioned. Reported when placing the tracheostomy and filling the pneumotaponer (the pressure control filling meter), evidence showed the ball is broken. Item was replaced, no patient injury.